Manufacturer narrative:
The actual unit was returned. The returned unit was not broken. The returned pieces appeared to be pieces of a broken orifice, but they were not part of the returned unit. Quality inspectors 100% inspect each piece prior to packaging. Mouthpiece is shipped unattached. End user should have noted product pieces at the time of attachment. Mfg feels this is not a factory generated problem. Co is unable to determine at what point the broken pieces entered the unit. Perhaps shipping damage was involved. Production personnel have been informed of the report. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.

Event description:
Customer reports, "while pt was doing triflo's inhaled plastic pieces from inhalation end of triflos. Pt coughed expelling these plastic pieces. Respirations easy following." No pt injury is reported.